Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient described her reaction as contact dermatitis; a red, itchy rash caused by direct contact with a substance or an allergic reaction to it. She also reported a minor scab and scar as a result of the skin reaction. On (B)(6) 2019 the patient received a prescription for triamcinolone. At the time of contact, it was indicated that the patient was still dealing with redness and skin irritation. No additional event or patient information is available.